Manufacturer narrative:
The reported event of device deformation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder (aco) was selected for use. When the 25mm aco was deployed in the heart, the right atrial disc deformed into a rounded-shape and did not form back to its original configuration. The aco was retracted into the delivery sheath and deployed again at the tip of the delivery sheath; however, the shape was not restored. The 25mm aco was safely removed from the patient and a second 25mm aco was selected. The 2nd aco was successfully deployed at the patient's defect and the procedure was completed without any further issues. The patient was reported with no consequences.